Event description:
The patient was initially implanted with three (3) ovation ix iliac limbs to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) as a main body stent graft was not implanted. Approximately two (2) months post initial procedure, during a routine follow up, a type 3a endoleak was detected caused by disconnection of the overlap between the stent grafts. The physician elected to implant an additional ovation ix iliac limb to successfully resolve this event. The patient was reported as stable and was discharged. Updated information: the patient was initially implanted with three (3) ovation ix iliac limbs to treat a popliteal aneurysm which was too big to treat with viabahn (non-endologix) stents as it was 13mm in diameter. This initial procedure is outside the indications of use (off-label) as the devices were not used for treatment of an abdominal aortic aneurysm. The physician is aware of the off-label use. Approximately two (2) months post initial procedure, the physician elected to implant an additional ovation ix iliac limb to reinforce the overlap between the previously placed iliac limbs and not due to a type 3a endoleak. The patient was reported as doing fine and was discharged. Please remove from your complaint system as there was no device failure this is no longer considered a complaint.

Manufacturer narrative:
Based on the new information received. The patient was initially implanted with three (3) ovation ix iliac limbs to treat a popliteal aneurysm which was too big to treat with viabahn (non-endologix) stents as it was 13mm in diameter. This initial procedure is outside the indications of use (off-label) due to the use as the devices were not used for treatment of an abdominal aortic aneurysm. The physician is aware of the off-label use. Approximately two (2) months post initial procedure, the physician elected to implant an additional ovation ix iliac limb to reinforce the overlap between the previously placed iliac limbs and not due to a type 3a endoleak. The patient was reported as doing fine and was discharged. There is no device failure as the physician elected to implant an additional ovation ix iliac limb to reinforce the overlap between the previously placed iliac limbs and not due to a type 3a endoleak please remove from your complaint system as there was no device failure this is no longer considered a complaint. Corrections: b5: describe event or problem has been updated g3: date received by manufacturer has been updated h6: health effect, clinical code: remove code 1924 h6: medical device problem: remove code 4043 h6: investigation finding: remove code 3233 h6: investigation conclusion: remove code 11.

Event description:
The patient was initially implanted with three (3) ovation ix iliac limbs to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) as a main body stent graft was not implanted. Approximately two (2) months post initial procedure, during a routine follow up, a type 3a endoleak was detected caused by disconnection of the overlap between the stent grafts. The physician elected to implant an additional ovation ix iliac limb to successfully resolve this event. The patient was reported as stable and was discharged.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted